Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the implant of this transcatheter pulmonary bioprosthetic valve, during device preparation, the valve was noted to be bicuspid but was implanted. Following implant, the valve and pre-stent were dilated with a 22 mm non-medtronic balloon. The valve was assessed for insufficiency using an echocardiogram, transesophageal echocardiogram (tee) and angiography. The valve revealed grade 2-3 insufficiency with a central jet at origin. Subsequently, a second transcatheter pulomonary bioprosthetic valve was successfully implanted valve-in-valve resolving the insufficiency. No adverse patient effects were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.